Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2005; 0181; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the left ventricular (lv) lead had a chronic rise in pacing capture threshold measurements and a chronic rise to high and undefined impedance measurements. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.